Manufacturer narrative:
Additional information will be provided following investigation completion.

Event description:
On 05/21/2026, manufacturer became aware of the event from france where haptic breakage of a pod f gf iol has been noticed after implantation of the iol - there were 3 out of 4 haptics. The implant was left in the patient's eye and the customer reported that the lens appeared to be less stable. The reported incident did not result in any adverse event. Pod f gf is marketed in the us and if the claimed malfunction were to reoccur, it could cause or contribute to a serious injury that necessitates medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of body function, therefore foreign reporting is required.